Event description:
The patient reportedly experienced headaches and pain around the implant site. Testing of the device showed that the device is functioning. The patient has shingles with outbreaks on her face on the same side of her implant. The patient was prescribed antibiotics (acyclovir) daily for 1 month. Surgery to explant the patient's device is under consideration.